Event description:
It has been reported that during the procedure the handle of this device was defective. Reportedly, it would not engage. The device was removed and replaced. The pt is reported as fine. The device is not being returned for analysis.